Manufacturer narrative:
Correction: on (B)(6) 2017, new information was received that the imaging system was not for clinical use which clarified the reported event as unlikely to cause serious harm to a patient. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The rotor was replaced and the issue was resolved. The rotor has been received by the manufacturer for evaluation, although analysis has not yet been completed.

Event description:
A medtronic representative reported that the imaging system gantry rotor was not functioning and required replacement. There was no patient present when this issue was identified.